Manufacturer narrative:
The reported event of backup operation was confirmed. The cause of the backup reset was due to two consecutive event queue overflow occurring within 32 seconds, which resulted in the device entering backup mode. The cause of event queue overflow was determined to be an anomalous integrated circuit in the radio frequency (rf) module. The firmware was successfully restored and the device was tested on the bench. Telemetry, impedance, sensing, pacing, and high voltage output functions were tested and found to be normal.

Manufacturer narrative:
Correction - h6 codes for product not returned.

Event description:
It was reported that the patient presented to the emergency room with the implantable cardioverter defibrillator in backup operation due to event queue overflow. The patient experienced some diaphragmatic stimulation. The device had reached elective replacement indicator (eri) and was explanted and replaced. The patient was in stable condition.